Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels while firing at 100% firing power. The surgeon left off the foot pedal to evaluate the ablation but did not feel it was necessary to decrease the laser power. There were no patient complications reported in relation to this event.